Event description:
During an in remote follow-up, noise due to electromagnetic interference resulting in oversensing was observed on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.